Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they had to push button more than once or twice to get work. Customer stated that the insulin pump had damage on screen. Customer was not using her insulin pump for a while as per healthcare professional's instructions. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had no button response on the act button due to unlocked keypad connector on the lcd. No button error alarm noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. Unable to test for drive/motor anomaly due to no button response. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube, cracked and scratched reservoir tube window and cracked reservoir tube lip. No damage noted on the lcd glass.